Manufacturer narrative:
Concomitant medical products: 40025, tissue valve, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was noted and low impedance was noted in unipolar configuration on the right atrial (ra) lead. Fluctuating impedance was noted in bipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.